Event description:
(B)(4). Since the day I had it I had horrible abdominal pain, vomiting, weight loss, depression, irritability, back pain, stomach bloating. I bled for 5 months after, so my doctor thought it was some other problem and stopped my bleeding. I have small rashes that pop up every now and then. I'm very tired all the time, hair is becoming thin and I am only (B)(6) and this all started right after getting essure.